Event description:
The manufacturer received information alleging a ventilator had no flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly were replaced to address the issue. The device had evidence of water ingress.